Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the c drive reaching 100% capacity from excessive sql (structured query language) error logs, which caused database access errors when attempting to view patient and transaction lists. A field service engineer (fse) cleared disk space by removing unnecessary sql logs, restoring 44gb of free space, and technical support specialist (tss) repaired corruption following the appropriate knowledge article (how-to recover / repair a corrupted dsclientoltp database). Post-repair testing confirmed the station was operating normally and rss connectivity was successfully restored, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed database full error when the user attempted to access the patient list, and rss (remote support service) showed that the c drive was completely full of 0% free space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.